Event description:
A doctor reported that because of his unique wound design, he feels that the orientation of the torsional phaco needle results in iris chaffing. To create the wound, the surgeon retracts some conjunctiva and performs a scleral 3 step incision that is self sealing (for infection defense and for astigmatic neutrality). There were no specific examples involving patients provided. Additional information has been requested but is not expected.

Manufacturer narrative:
The facility did not request service. No samples were returned or evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).